Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an s3 error that appeared on the centrimag console requiring a centrimag console changeout (although flow signal had disappeared from the centrimag console, flow was still being delivered to the patient). This involved cessation of bi ventricular assist device (vad) flow temporarily (about 30 seconds) while performing the changeout. There were no adverse consequences to the patient. The alarm resolved with replacement of the console. The motor remained in use with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm alongside the console not displaying a flow value was confirmed via the log file and via the console¿s functional analysis. The log file captured an s3: system fault alarm on 21may2025 while the system was operating around the set speed. The alarm correlated to a flow printed circuit board (pcb) sub-fault, indicating that the flow pcb was not functioning as intended. The flow values were observed to drop to 0 lpm when the alarm occurred which also caused an f2: flow signal interrupt alarm to occur, and the s3 alarm with blank flow values remained active throughout the remainder of the data. The system was observed to have been manually shut down on 21may2025. The returned centrimag console (serial number (B)(6)) was functionally tested, and s3: system fault and f2: flow signal interrupted alarms became active alongside no flow values being displayed, consistent with the data observed in the log file. The console was able to operate a mock loop at various set speeds despite the alarms. The console was troubleshot, and the root cause of the events was isolated to an issue with the console¿s flow pcb; however, the root cause of the flow pcb¿s issue was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.